Event description:
Healthcare professional reported replacement of ruptured right side device. Device has been explanted and replaced.

Manufacturer narrative:
Continued e.1. Phone number:(B)(6) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.